Manufacturer narrative:
Customer is claiming false negative for flu because their son was tested using an ihealth test then their son tested positive at the doctor. Type of flu was not specified. The type of test performed at their doctor was not specified. Lot number of the test kit was not provided,unable to effectively verify and confirm customer feedback.

Event description:
Event details: my son tested negative for flu and we took to the doctor and tested positive.